Event description:
The reporter indicated that a 13.2mm vich13.2 implantable collamer lens of 5.00 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault and the problem was resolved.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm) should be added to the initial MDR. Claim# (B)(4).